Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the cgm displayed an ¿urgent low¿ value while the patient¿s actual blood glucose, confirmed by fingerstick, ranged between 377¿400 mg/dl. Symptoms reported were nausea and ¿significant retinal bleeding.¿ he went to the emergency room (ER) for evaluation of the symptoms and sustained hyperglycemia. No bg values or details of treatment at the ER were disclosed. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.